Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced a tube misload alarm on channel a. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.